Event description:
A 3.0mm diameter x 30mm length ave micro stent ii was successfully placed at the target lesion in the lad after predilation with a 3.0mm diameter ptca balloon. Another MFR's stent was then placed proximal to the ave stent with 2.3mm of unstented vessel left between the two stents. Later the same day, the pt returned to the cath lab with thrombosis of the left anterior descending artery. The vessel was redilated and revascularized using long inflations with a perfusion ptca balloon. The subsequent procedure was successful and there was no add'l clinical sequelae reported relative to the event.